Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple cartridge change errors occurred with multiple cartridges. There was no impact to customer's blood glucose level. Reportedly, a new cartridge was able to be successfully loaded.